Event description:
This report is based on information provided by philips remote and field service engineers (rse/fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator/monitor indicating that the user discovered upon visual inspection that the paddles appear burnt. The alleged malfunction was discovered outside of clinical use. No patient or user harm has been alleged. Available details indicate that the device had exhibited symptoms of a critical failure and the customer was advised to remove the device from service. The fse tested and visually inspected the device, confirming that the paddles looked burnt. Fse indicated that the paddles and paddle plates would need to be replaced in order to repair the device. Fse suggested customer order the parts. The device was not available for additional investigation; therefore, no component level root cause could be determined. Based on the information available and the testing conducted we were able to replicate the malfunction. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed and while no patient or user harm was alleged in this case, it is likely that if this failure mode were to reoccur during clinical use it could cause or contribute to a death or serious injury. For that reason, this complaint has been designated a reportable malfunction. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Updated grids

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the paddles were burnt. No patient involvement reported at this time.